Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, the patient experienced increase in recharge time and eventually the ipg stopped connecting to external devices. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. D10 therapy date is estimated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
D6a - date of implant.